Manufacturer narrative:
No further information is available. This information was reported in the journal article cardiac resynchronization therapy reduces the risk of cardiac events in patients with diabetes enrolled in the madit-crt trial. Martin, et al. Journal of the american heart association. (B)(6) 2011.

Event description:
Boston scientific received information that, the multicenter automatic defibrillator implantation trial with cardiac resynchronization therapy (madit-crt), patients with diabetes mellitus (dm) were compared to patients without dm. Adverse events reported in the study include pneumothorax, hematoma, right ventricular (rv) and left ventricular (lv) dislodgements, venous dissection, and system infection.